Manufacturer narrative:
Health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device light guide (lg) cover glass is broken, the image is red and black when it encounters blood, and the light fiber is dark and is broken. A request for additional information is in progress. There were no reports of patient harm.

Event description:
No additional information received from customer. No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the distal end and failure of the universal cord sheath and universal plate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the distal end failure could not be determined. The most likely cause is some kind of excessive force and the cause of the universal cord sheath and universal board failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. Olympus will continue to monitor field performance for this device.